Event description:
A customer obtained troponin (accu tni) results above the ami cutoff for four patient samples. The specimens were re-tested using a different pack of reagent and repeated results were in the normal reference range. The results were reported out of the lab. Patient #1 was treated with heparin an anti-platelet therapy. No reports of death, injury, or change to patient treatment have been reported in connection with this event for patients #2-4.

Manufacturer narrative:
The specimens were collected in lithium heparin pst tubes and centrifuged at 5,000 rpms for 5 minutes. The sample tubes had the proper volume, the appearance was normal with no visible fibrin. Following centrifugation, the samples were poured off into insert cups before being analyzed. Qc was within specifications before the event. Two levels of qc were out of specifications after the event. A system check performed before and after the event was within specifications. No flags were posted to the event log and customer did not question any other results. A field service engineer (fse) was dispatched: a) the fse verified alignments and performed a system check. B) the fse ran patient samples and performed a carryover procedure. All testing met published specifications. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.